Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt ECG "c & d" cable had broken wires at dn connector. The root cause for the broken cable could not be positively identified. No adverse event resulted from the damaged belt.